Manufacturer narrative:
Trackwise # : (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(6) image was blurry/scope broke. Scope is not under warranty. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(4) image was blurry/scope broke. Scope is not under warranty. A replacement device was used to complete the procedure. The hospital did not report any patient effects.